Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
On (B)(6) 2010 baxter (B)(6) received a report from a patient who stated that it was not possible to perform his dialysis. The patient states his device loses solution from inside the machine. The patient relates this event with a peritonitis event. No further information is available.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and no root cause determined due to a lack of sample. A batch review was not performed since lot number was not provided. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required.

Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent direct stenting in the restenosed mid right coronary artery with one 4.0 x 28 xience v stent. On (B)(6) 2010, the patient presented to the emergency room with progressive chest pain. On (B)(6) 2010, the patient underwent percutaneous coronary revascularization in the target lesion. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.